Manufacturer narrative:
The referenced previously reported pump thrombosis was reported under medwatch MFR report # 2916596-2018-01619. Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced occasional pump power spikes and persistently elevated lactate dehydrogenase (ldh) levels. The system controller log file reviewed by the manufacturer's technical services noted some intermittent pump power and flow elevations. The patient's ldh and bilirubin levels began increasing. The patient had no heart failure symptoms and was reportedly clinically well, but had significant hemolysis despite adequate anticoagulation. Echocardiography identified a thrombus in the left ventricle, near the inflow cannula. The patient also developed moderate aortic insufficiency, anemia, and renal function compromise. It was reported that the patient has a clot in the pump. No additional information was provided.

Event description:
Additional information: it was reported that the hemolysis improved and lactate dehydrogenase levels returned back to baseline. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus, hemolysis, renal failure and aortic insufficiency are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.